Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bradycardia procedure, the device did not deflate fast enough. Another trocar had to be placed in emergency to deflate the abdominal cavity before cardiac arrest occurred. The issue was resolved before the patient went into cardiac arrest.